Event description:
It was reported that during an inside out surgery the tightrope tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 14-mar-2023: the tightrope tore after the initial surgery. A revision surgery was performed on (B)(6) 2023. The tore device was replaced by a new device with the same part number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.